Event description:
Pt in ccu with external pacemaker intact. The nurse caring for the pt reported that the pacemaker was functioning. The pt was transported to papa, pacemaker fired numerous times during transport and after the pt was settled in papa. Pt awake and alert, aware of firing. (Ccu EKG strip showed sr and then the pt would go into asystole). At 1:07pm EKG showed asystole, pt was unconscious and the pacemaker was not functioning. CPR was started. Status of the leads could not be confirmed but the pt had not been turned nor manipulated in any way that would have caused the leads to become detached. Nurse reported that the pacemaker failed to function.